Event description:
Pt was having drainage from the right eac that cultures showed to be from a staph infection. Doctor removed the right tmj implant components to allow the infection to resolve after which he implanted new devices.